Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. One year follow-up image showed a proximal type I endoleak and type ii endoleaks originated from an ima and lumber arteries with aneurysm enlargement (amount unknown). On (B)(6), 2015, open abdominal repair was performed whereby excluder devices were explanted, and the abdominal aorta was repaired with a surgical graft. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant product(s): added the item/lot number of a concomitant medical product. Lot/serial: (B)(4) = UDI: (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleaks, aneurysm enlargement, and surgical conversion. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.